Manufacturer narrative:
Additional information: h6, h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no. - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump under-infused. During an infusion of nimbex, the novum pump should have completed the infusion within fourteen hours; however, the pump displays 22 hours remaining. The next day the bag should have been completed at an unknown time overnight ¿even though the bag was changed around 10am rather than 4am.¿ furthermore, "the patient's neuromuscular blocking status was not optimal.¿ no further information was available at the time of this report.